Event description:
Pca utilized to control pt pain. Morphine 30mg/4hrs lockout ordered. After pump had been on 4 hrs noted 60mg morphine had infused. Settings checked by 3 employees, settings are correct although pt received twice the physician ordered dose. Pca shut off, tubing clamped, physician informed. Pca pump locked in pharmacy.